Event description:
A balloon detached from the catheter shaft during a cardiac catheterization procedure. Further follow up indicated a seven french balloon catheter was used during a right heart catheterization for the purpose of measuring right atrial, right ventricle and pulmonary artery pressures. Upon withdrawal of the seven french balloon catheter, it was noted the balloon material was missing. The pt subsequently returned to the hosp post-discharge and was diagnosed at that time with pulmonary embolism. A left heart angiogram was also performed at the time of the right heart catheterization, however, since this procedure is performed in the arterial system, detachment of balloon material could not result in a pulmonary embolism. Confusion regarding the device used for this procedure and/or the exact usage of this product remains. The occlusion balloon catheter referenced in this medwatch is an eight french balloon catheter and is contraindicated in the directions for use for use as a vascular flow-directed catheter (swan-ganz type used to measure right heart pressures). Further follow up did not clarify the exact usage of the eight french balloon catheter referenced in this medwatch or whether it was involved with the reported pulmonary embolism. Co does not attribute this event to the device. Co's directions for use state: "occlusion balloon catheters are not designed for use as vascular flow-directed catheters care should be exercised when both introducing and removing balloons to avoid putting undue stress which might rupture a balloon catheter junction.